Manufacturer narrative:
(B)(4). A non-covidien technician reported that the error code was caused by the exhalation sensor (evq) not being fully inserted. The technician installed filter and problem was corrected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up a 980 ventilator generated a system error message. The ventilator was not in use on a patient at the time the event occurred.